Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion procedure performed on the same day" on (B)(6)2016. The patient's medical history included urinary bladder suspension. Concurrent conditions included anxiety, gastroesophageal reflux, migraine without aura, uterine bleeding, chronic insomnia, generalized anxiety disorder, pulmonary embolism, headache, dvt, endometriosis, fatigue, menometrorrhagia, hemorrhoidal bleeding, cervical high grade squamous intraepithelial lesion, benign cervical tumor, uti, yeast vaginitis and pulmonary embolism. Concomitant products included enoxaparin since (B)(6) 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and rizatriptan since (B)(6)2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with lorazepam and surgery (robotic assisted total laparoscopic hysterectomy- left salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure confirmation test conducted was not performed. Patient scheduled for a robotic hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2018: cervical at 4 o clock: fragments of exocervix and endocervix showing high grade squamous intraepithelial lesion (cin 2-3)b. Endocervix: fragments of benign endocervix.. Ultrasound scan vagina - on (B)(6) 2018: simple cyst left ovary, small fibroids 7x8mm, 1.4x14cm, 1.3x1.4cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pain with intercourse, headache, anxiety, pelvic pain, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs recievied. Event " post procedural complications" added. Outcome for pain and bleeding added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion procedure performed on the same day" on (B)(6) 2016. The patient's medical history included urinary bladder suspension. Concurrent conditions included anxiety, gastroesophageal reflux, migraine without aura, uterine bleeding, chronic insomnia, generalized anxiety disorder, pulmonary embolism, headache, dvt, endometriosis, fatigue, menometrorrhagia, hemorrhoidal bleeding, high grade squamous intraepithelial lesion, benign cervical tumor, uti, yeast vaginitis and pulmonary embolism. Concomitant products included enoxaparin since (B)(6) 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and rizatriptan since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with lorazepam and surgery (robotic assisted total laparoscopic hysterectomy- left salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure confirmation test conducted was not performed. Patient scheduled for a robotic hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2018: cervical at 4 o¿clock: fragments of exocervix and endocervix showing high grade squamous intraepithelial lesion (cin 2-3) b. Endocervix: fragments of benign endocervix. Ultrasound scan vagina - on (B)(6) 2018: simple cyst left ovary, small fibroids 7x8mm, 1.4x14cm, 1.3x1.4cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pain with intercourse, headache, anxiety, pelvic pain, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: new pfs and mr received: this case becomes incident. New events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dyspareunia (painful sexual intercourse) and ablation and essure insertion procedure performed on the same day. New reporters, concomitant drugs and conditions were added. Treatment drugs and lab data and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.